Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The patient had a pump exchange on (B)(6) 2018 due to thrombus, and another pump exchange on (B)(6) 2024 due to short-to-shield progression to phase-to-phase. The patient presented to the emergency department on (B)(6) 2024 (ed) for low flow alarms (lfas) / driveline fault alarms. Log file interrogation revealed 16 pump stop alarms, 18 lfas, and 3 low speed advisory alarms. The patient had been accepted by (B)(6) and was transferred on (B)(6) 2024. They were placed on an ungrounded patient cable upon arrival and alarms had ceased. The driveline fault remained. Technical services stated that it appeared that the patient had a recent full length driveline repair performed on (B)(6) 2024 (there was not enough room for a second driveline repair attempt). The data showed 3 low speed advisories and 16 pump stop events, including multiple intermittent driveline fault alarms beginning on (B)(6) 2024 at 4:52 pm. Speed drops were as low as 0 rpm. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both the mobile power unit (mpu) and on batteries indicative of a phase-to-phase driveline issue. The log file also displayed a string of low voltage alarms on (B)(6) 2024 at roughly 11:34 am while tethered on mpu. These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events on 17sep2024. It was stated that a text was received from the ventricular assist device (vad) coordinator stating that the patient was in the ed with a left ventricular assist device (lvad) fault, a twisted driveline, and would be obtaining log files. Picture were provided from the vad coordinator as well. Per the center, the patient was not an appropriate candidate for pump exchange and would transfer to a higher level of care. On (B)(6) 2024 it was stated that the patient was admitted at (B)(6). The site stated that they had an ungrounded cable. The patient had a controller fault alarm on (B)(6) 2024, and the controller was exchanged which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller internal fault alarm was unable to be confirmed as the submitted log files were not associated with system controller (B)(6) for the reported event date of 29sep2024. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding log files from system controller (B)(6) on the reported event date, if the alarms resolved after the system controller exchange, if the system controller will be returned; however, no additional information or log files were provided or available and to date, no product has returned for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve system controller fault alarms. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.